Manufacturer narrative:
For additional incision.

Event description:
While passing the extensions, the extension carrier broke off of the extension carrier stylet. The surgeon made an additional incision to retrieve and pass the extensions. A follow-up report will be submitted if additional info becomes available. Please see MFR report# 3004209178200807413.